Manufacturer narrative:
Evaluation summary: one sample of device was returned for evaluation. The returned unit was inflated without any issue. The returned unit was leak tested under water and no leakage was detected. The reported defect could not be detected on unit returned for evaluation. All of our products undergo a four hour inflate/deflate test and it is at this stage of the process that any defects are identified and removed from the lot. The most probable root cause was inflation device remained in the inflation valve allowing the air to escape. No new formal investigation is required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff breakage. The customer indicated no patient involvement.